Event description:
It was reported that during surgery, the doctor was inserted, and a balloon was filled with sterile distilled water and placed in place, but the foley catheter came out and was wet. When they checked, sterile distilled water was leaking from the tip of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during surgery, the doctor was inserted, and a balloon was filled with sterile distilled water and placed in place, but the foley catheter came out and was wet. When they checked, sterile distilled water was leaking from the tip of the foley catheter. Per follow up information received via ibc on (B)(6) 2024, the customer confirmed there was no impact/injury to the patient.

Manufacturer narrative:
The reported event was confirmed cause unknown. Four photos were received for evaluation. The first one shows an overview of one two-way all-silicone foley catheter, the second photo zooms into the deflated catheter balloon and tip with forceps showing the balloon burst. The third photo shows the catheter cap and lot, and the last photo shows a document in native language. It was also received 1 two-way foley catheter with and per visual inspection it was evidenced balloon rupture (measuring 0.2860). The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be wall thickness too thin. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: ¿directions for use: 1. Method of use (1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. (2) lubricate the catheter shaft with the lubricant jelly. (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. 2. Precautions for use (1) to secure a sterile field for the procedure, spread a clean wrapping paper. (2) place waterproof sheet beneath patient¿s buttocks. (3) put on sterile gloves. Open tray and place it on the wrapping paper. (4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (5) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. (6) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (7) pull catheter to seat the balloon at the level of the bladder neck and secure placement. (8) keep the drainage bag below the bladder level without touching the floor. (9) when catheter with temperature-sensing is used, connect lead wire to monitor with relay cable. (10) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube. (11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.